Event description:
Alydia health received a completed jada experience survey form that reported jada did not stop the postpartum hemorrhage (pph) and noted, "methergine, txa x2, IV pit, im pit, cytotec, bakri, back to or, b-lynch suture ~3225 qbl" in the area on the survey designated for feedback when 'jada did not stop bleeding'. The information provided for this event was received from the survey and is very limited in detail. Follow up request made for further information was made to this site, but no further information on the timing or use of jada for this event is available at this time. The patient in this case is described as experiencing abnormal postpartum uterine bleeding that started within one to six hours after an emergency cesarean section delivery. Prior to jada treatment she received no medications to treat abnormal postpartum uterine bleeding. Her blood loss prior to jada use was noted as 810 ml. A jada system was placed, the cervical seal was filed with 90 ml of sterile fluid. The patient's blood loss evacuated with jada was noted 450 ml. Following jada treatment initiation, the patient received methergine, txa (two doses), intravenous pitocin, intramuscular pitocin, cytotec, a bakri was placed, and the patient went back to the operating room for "b-lynch suture". The quantitative blood loss for this case was 3225 ml.

Manufacturer narrative:
Lot number is not available for this event. A request sent to site requesting if the device was retained or if lot number was available. The site responded that the device and packaging was discarded after the case but did not address the lot number request. A good faith effort to obtain lot number has been attempted. Per the jada system IFU "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding." And "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding." Based on the overall information currently available in this report, a possible contributing or causal role of the jada system to the need for escalating treatments (additional uterotonics, bakri balloon placement and subsequent b-lynch sutures) to preclude permanent body damage/impairment cannot be excluded. Hence the company will report this case as a serious injury MDR.